Manufacturer narrative:
Device was received in a condition which made analysis impossible. Customer had returned expired test strips.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The patient reported his blood glucose measured 4.1 mmol/l at 4am and he felt dizzy, imbalance, and was vomiting. His wife called emt's at 4:30am. Emt's arrived at 4:45am and the patient's blood glucose measured 13.9 mmol/l. The patient was transported to the hospital and treated with auro betahistine. No blood glucose readings from the hospital were provided.